Manufacturer narrative:
Control results within the last 24 hours have been acceptable. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results from different accu-chek inform ii meters. At 7:47 am from meter serial number (B)(4) the glucose result was 275 mg/dl from a capillary finger stick. At 7:49 am from meter serial number (B)(4) the glucose result was 79 mg/dl from a capillary finger stick. At 7:56 am from meter serial number (B)(4) the glucose result was 252 mg/dl from a capillary finger stick. The questionable results were reported outside of the laboratory.